Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not available.

Event description:
It is alleged by the attorney, through the filing of a lawsuit, that the patient underwent a left total hip arthroplasty on (B)(6) 2006 where he was implanted with a stryker hip system. It is further alleged that the patient's left hip had to be revised on (B)(6) 2017 due to excessive levels of chromium and cobalt revealed in blood work.

Event description:
It is alleged by the attorney, through the filing of a lawsuit, that the patient underwent a left total hip arthroplasty on (B)(6) 2006 where he was implanted with a stryker hip system. It is further alleged that the patient's left hip had to be revised on may 3, 2017 due to excessive levels of chromium and cobalt revealed in blood work.

Manufacturer narrative:
Additional information: an event regarding alleged abnormal ion levels involving an accolade stem was reported. The event was not confirmed. Method & results: -product evaluation and results: could not be performed as no items were returned for evaluation. -medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated a medical review could not be performed as additional records such as operative notes, office/clinical notes, patient demographics, histopathology, serial x-rays and examination of the explanted devices are needed to complete the assessment. -product history review: a review of the product history review indicated the devices were accepted into final stock. -complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Further patient information such as operative notes, office/clinical notes, patient demographics, histopathology, serial x-rays and examination of the explanted devices are needed to complete the medical assessment. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.